Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on the lead during device change out due to normal eri. Patient was asymptomatic. The lead was capped and replaced. Patient condition after the event was fine.